Event description:
In 2002, pt underwent bilateral free tram flap breast reconstruction and insertion of bilateral postoperative adjustable saline implant. In 2004, pt underwent bilateral implant capsulotomies and exchange of bilateral saline implants with saline-filled implants. The pt was found to have acquired bilateral breast deformities secondary to mechanical complications of bilateral breast prostheses (bilateral capsular contracture) and deflation of left mammary prosthesis.